Event description:
It was reported that during a gastric band placement procedure, after placing the band, a hole was found. Per the surgeon, the band was tested for leaks prior to being implanted. The hole may have resulted from being placed through the trocar. The band was removed and a new one was placed. The patient is fine.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.